Event description:
It was reported that the patient was admitted for renal failure, hemolysis, and bleeding. Flow and power spikes were noted on interrogation, as well as a pump stop. It was noted that the patient had a known short-to-shield and was on an ungrounded patient cable. The log file captured several low speed alarms and pump stops between 22aug2022 and 23aug2022 while the patient was connected to wall power. Additionally, the alarms were noted to occur with very high pump powers and low flows. It was advised to keep the patient on an ungrounded patient cable to prevent any drops in pump speed. The log also captured several driveline fault alarms throughout the event history which may have been related to the system controller or a partial break in the driveline due to the active short.

Manufacturer narrative:
The patient's known short-to-shield was previously captured under MFR # 2916596-2021-06835 and MFR # 2916596-2022-00876. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the between the device and the reported renal failure, hemolysis, and bleeding could not be conclusively determined through this evaluation. Evaluation of the patient¿s submitted log files confirmed the reported driveline fault alarms; however, a direct cause for the reported event could not be conclusively determined through this evaluation. Based on previous experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these log file findings could be indicative of a potential driveline issue. Additionally, evaluation of the submitted log files confirmed elevations in pump power that were not associated with suspected driveline damage; however, a direct cause for the reported events could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2022 to (B)(6) 2022. The log file recorded intermittent low speed operation and pump stoppage events on (B)(6) 2022 through (B)(6) 2022. The log file recorded low speed hazard alarms, low flow hazard alarms, and power elevations during the events. The log file also recorded multiple driveline fault alarms consistent with phase 2, which is redundantly supported by the black and brown wires. Based on previous experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these log file findings could be indicative of a potential driveline issue. The log file also recorded pump power elevations on (B)(6) 2022. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Renal failure, hemolysis, and bleeding are listed as adverse events that may be associated with the use of heartmate ii lvas. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. The hmii lvas IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The patient care and management section of the IFU discusses anticoagulation, including recommended inr (international normalized ratio) values. The patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H6: 3261 - multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient passed away due to multisystem organ failure on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the between the device and the reported multi organ failure (including renal failure), hemolysis, bleeding, and patient outcome could not be conclusively determined through this evaluation. Evaluation of the patient¿s submitted log files confirmed the reported driveline fault alarms; however, a direct cause for the reported event could not be conclusively determined through this evaluation. Based on previous experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these log file findings could be indicative of a potential driveline issue. Additionally, evaluation of the submitted log files confirmed elevations in pump power that were not associated with suspected driveline damage; however, a direct cause for the elevations could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2022. The log file recorded intermittent low speed operation and pump stoppage events on (B)(6) 2022 through (B)(6) 2022. The log file recorded low speed hazard alarms, low flow hazard alarms, and power elevations during the events. The log file also recorded multiple driveline fault alarms consistent with phase 2, which is redundantly supported by the black and brown wires. Based on previous experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these log file findings could be indicative of a potential driveline issue. The log file also recorded pump power elevations on (B)(6) 2022. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas IFU is currently available. Multiple organ failures/dysfunctions (including renal failure), hemolysis, bleeding and death are listed as adverse events that may be associated with the use of heartmate ii lvas. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. The hmii lvas IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The patient care and management section of the IFU discusses anticoagulation, including recommended inr (international normalized ratio) values. The patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.